Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the poe injector was required to be replaced. This restored the camera functionality. The system then passed the system checkout and was found to be fully functional. However the power led and error led was restored after clearing the temperature sensor. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the camera had the power led as steady green and the error led as steady orange. During this state the camera was functioning normally. After a duration, both leds turned off and the camera stopped tracking instruments. There was no patient present when this issue was identified. It was noted through troubleshooting that swapping the camera did not resolve the issue. The poe injector was replaced which resolved the issue, but the power and error led are continuously lit. It was noted later through further troubleshooting that clearing the temperature sensor suggested from technical services (ts) fixed the error led being continuously lit up.